Manufacturer narrative:
(B)(4).

Event description:
The pt experienced inadequate stimulation coverage. The implantable neurostimulator system was revised on (B)(6) 2005 with 90-100% coverage until (B)(6) 2007, when stimulation was not working again. The pt moved out of the hcp's clinic. There was no injury associated with the events.